Event description:
It was reported that during training the cardiosave intra-aortic balloon pump (iabp) touch screen intermittently worked. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Communication/interviews were performed to obtain all possible information. A getinge field service engineer contacted the bio-med at the customer site who confirmed he performed a touch screen calibration which resolved the issue.

Manufacturer narrative:
Corrected data: d1, d4 (version or model #, catalog #, and unique identifier (UDI) #). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected field - h3. Additional contact : name- mcintire, douglas. H3 other text : customer handled the issue.

Event description:
N/a